Event description:
Event description cpi received information that this implantable pulse generator (ipg), during implant, had a battery status at erp (elective replacement past). Additional information indicated this ipg was later removed and replaced due to "no output", no telemetry, and no magnet response.